Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure moved and destroyed my uterus. It migrated and I think I might still have the other') and uterine injury ('destroyed my uterus') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2004, the patient experienced illness ("2004 and I got really really sick"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroctomy and hysterectomy). Essure was removed in 2015. At the time of the report, the device dislocation, uterine injury and illness outcome was unknown. The reporter considered device dislocation, illness and uterine injury to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: I did the ultrasound. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure moved and destroyed my uterus. It migrated and I think I might still have the other') and uterine injury ('destroyed my uterus') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2004, the patient experienced illness ("2004 and I got really really sick"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroctomy and hysterectomy). Essure was removed in 2015. At the time of the report, the device dislocation, uterine injury and illness outcome was unknown. The reporter considered device dislocation, illness and uterine injury to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: I did the ultrasound. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.